Event description:
On (B)(6) 2025 the user reported that the ilet screen was cracked and unresponsive. Restarting via the mobile app did not resolve the issue. A replacement ilet was issued. The user¿s blood glucose was unaffected, and no medical intervention or injury occurred.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.